Event description:
A customer contacted beckman coulter regarding a false negative (-) total bhcg (tbhcg) result from a single patient sample that was generated by the access 2 instrument. A patient sample was tested for tbhcg and a result of 0.00miu/ml was obtained. The tbhcg result was reported out of the lab. The original sample was retested for tbhcg in dilute mode. The result was "no value/ind flag". The customer then ran diluted test for tbhcg on a different instrument in their lab. The tbhcg results obtained from the different instrument were: 1607miu/ml and 1709miu/ml. A corrected report has been issued. The customer did not receive any report of patient injury or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Investigation summary: qc was within specifications prior to the event. The customer experienced probe wash failed errors and vacuum errors following the event. An event log data from 2006 shows the customer started receiving vacuum under limit error messages at 1.02 pm. A field service engineer (fse) was dispatched to the custmoer lab on 08/15/2006. The fse performed system check testing that partially failed. The fse rebuilt the vaccum pump and reran system check which passed within specifications. The fse verified that the instrument is operating per established procedures. A hardware issue addressed by the fse is the root cause of this event.